Manufacturer narrative:
Report inconclusive. The device has been returned but still has pending evaluation results. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. Occupation: na. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of motor overheated that it burned the user's hand. It was reported that there was no patient impact. On further follow-up no other information was available on user's current status.

Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because the burr cannot be seated/locked during pre-repair tests, making it not operational to conduct heat test. It was noted that the motor and collet bearings were worn. This finding may have contributed to the user's experience. It was also noted that the shaft was broken and misaligned, foreign debris was stuck in the shaft, o-rings were also worn and the collet set length was out of specification. If information is provided in the future, a supplemental report will be issued.

Event description:
Further verification of analysis findings is in progress.

Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because the burr cannot be seated/locked during pre-repair tests, making it not operational to conduct heat test. It was also noted that the shaft was broken and misaligned, and the collet set length was out of specification. If information is provided in the future, a supplemental report will be issued.

Event description:
On further follow up, it was confirmed that it was a normal service request and there was no impact to the patient or surgeon.

Manufacturer narrative:
Further review of analysis results identified that the foreign debris in the shaft and the inability to remove it caused the device to not function properly. If information is provided in the future, a supplemental report will be issued.